Event description:
It was reported that there was moisture inside of the reservoir compartment. The reservoir was removed, and there were small cracks on the casing. The insulin pump passed the self test. It was also reported that insulin had been noticed between the reservoir o-rings recently. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.